Manufacturer narrative:
(B)(4). The unit has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation.

Event description:
The customer reported a problem with forcetriad that had activated without a footpedal. There had been a problem with the footpedal and in trying to correct the problem odp m r had pressed the 'a' button which activates the bipolar automatically. As the bipolar forceps were in the abdomen and likely in contact with tissue during the activation the bipolar current was automatically activated causing a burn to the serosa of the sigmoid colon. Automatic setting has since been disabled. The patient went home after opening bowels and is fine. A small burn of only a few millimeters occurred.